Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 4 in the mouth, the implant had not achieved primary stability or osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant procedures were performed.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in (B)(6) site 4 in the mouth, the implant had not achieved primary stability or osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).